Event description:
The results of the investigation found the device principal component analysis (pca) button was alarming with error attached and the printed wire assembly (pwa) board was defective. There was no patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed. The cause of the issue was found to be a defective printed wire assembly (pwa) board due to customer damage. The pwa board was replaced to fix the issue.